Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the titanium adapter and the minicap transfer set. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: clarification was received stating the titanium adapter was not replaced. H10: therefore, upon further review of this report and due to the additional information received, the titanium adapter is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.